Event description:
It was reported that a dell x5 handheld computer's screen was freezing during interrogation. Troubleshooting was performed, but the screen continued to freeze. A replacement handheld computer was sent to the site, and the old one has been returned to the manufacturer, and is undergoing analysis.